Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 434mg/dl which was treated with insulin injection. Customer¿s current blood glucose was 492mg/dl. Customer states that drive support cap was normal. There were no air bubbles or leaks on tubing. Insulin exited at qr. Customer advised to change entire set, reservoir and treat per hcp¿s instructions. Insulin pump will be return for analysis.